Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a cartridge alarm (alarm 29 - motor cart range low) during the load process. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer successfully loaded a cartridge and resumed insulin delivery.